Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm or excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer's parent reported via telephone call that the blood glucose had been running high. The blood glucose reading was 314 mg/dl. The parent declined troubleshooting for high blood glucose. The parent attempted to treat the high blood glucose with a bolus and the insulin pump alarmed for a motor error. The insulin pump had not been exposed to a strong magnetic field. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.